Event description:
Questionable cbc results were obtained on a fingerstick sample run on the cd1700. The initial results were: wbc=21,400/ul (r flags were present on differential), rbc=2.72x10e6/ul, hgb=7.9g/dl, plt=454,000/ul. The sample was repeated with: wbc=30,600/ul (r flags present), rbc=4.21x10e6/ul, hgb=11.6g/dl, plt=749,000/ul. The account stated they mixed the sample a couple of times and did not check the sample for clots.